Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was a potential complaint ¿hematoma within ischemic field with mild space-occupying effect in volving <(><<)>= 30% of the infarcted area (ph1) ¿ that was identified on 24 hour post procedure follow-up brain computerized tomography (CT) imaging performed on (B)(6) 2024. Radiographic mass effect without midline shift was noted. Baseline nihss 20 - 24h nihss 10 - discharge nihss 10 pre-procedure mtici 0 - final post-procedure mtici 3. It was unknown if any additional medical intervention was n required to prevent permanent injury or impairment. It was unknown if there was an assessment for product/therapy/procedure relatedness made by the investigator, sponsor, or clinical events committee (cec).

Event description:
Additional information was received that there were no symptoms associated with the hematoma. The event was noted to be general symptom after the procedure and the event was related to the stroke itself. The event was assessed as not related to the index procedure or medtronic device. There was no additional intervention or treatment to follow up for the adverse event. The event was not life threatening, did not result in disability, and there was no prolongation of hospitalization. The subject was discharged after the observation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.